Event description:
The customer reported to olympus, during preparation for use, the evis exera iii gastrointestinal videoscope is contaminated wth unspecified germs. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the distal end, instrument/biopsy/suction channels, air/water channel, and auxiliary water channel were cultured and there was no detection for microorganisms. Overall, the results are in conformance with the requirements. To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition, the grip had a scratch. The switch button 1 was deformed. Switch box had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The scope connector cover unit had a scratch. The scope connector case unit had a scratch. Plug unit had a scratch. Due to burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Objective lens had a crack. The light guide lens had a crack. Bending tube was deformed. Connecting tube had coating peeling. Connecting tube had foreign objects. The universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The biopsy channel tested positive for proteus mirabilis, klebsiella (enterobacter) aerogenes, and klebsiella pneumoniae complex. The auxiliary channel tested positive for 2 colony forming units (cfus) of klebsiella (enterobacter) aerogenes. The optics rinse solution tested positive for 2 cfus of klebsiella pneumoniae complex.

Manufacturer narrative:
Corrected fields: h6 (code "10-testing of actual/suspected device" was inadvertently missed in type of investigation on the previous medwatch). This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the results of the legal manufacturer's final investigation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed there were no suspected patient infections due to the facility findings. Pre-cleaning was performed immediately after procedures. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air using a cleaning adapter (mh-948). The scope was pre-soaked. The device passed the leak test. The detergent used was "gigazyme x-tra". The following areas were brushed; the instrument/suction channel, the suction cylinder, and the instrument channel port. It is unknown if the device was rinsed before manual disinfection. The automated endoscope reprocessor (aer) used was a wassemburg, which was confirmed to have no defects. The detergent and the disinfectant used was "endohigh detergent" and "endohigh paa". All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled via osmoseanlage. Water filters were not replaced periodically according to the instructions for use (IFU). The device was dried by trockenschrank and stored in a drying cabinet. Event 1: positive culture. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Upon review of the customer provided reprocessing steps, it was also noted there was a deviation. The non-olympius water filter was not replaced periodically. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Event 2: foreign material in the connecting tube. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the material remained in the tube because where the material was detected it is usually covered with a boot and therefore not cleaned during reprocessing. Furthermore, there was also a deviation from the instructions for use regarding reprocessing, the non-olympius water filter was not replaced periodically. It was also noted that the material may be denka boron, molykote, or "ke" from the last repair service that are worn. Olympus will continue to monitor field performance for this device.